Manufacturer narrative:
Section b3: date of event corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 16feb2025 was reviewed. The driveline was observed to have been disconnected on (B)(6) 2025 at 23:09:36 and then reconnected on (B)(6) 2025 at 23:10:07. Upon reconnecting the driveline, the pump ramped up to the set speed without any issues. The driveline was then disconnected again on (B)(6) 2025 at 23:12:43 and the controller was removed from patient use. The pump maintained a speed within the low-speed limit without any issues while the driveline was connected. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: the log file captured a no external power alarm on (B)(6) 2025 from 22:31:11 to 23:03:24 due to both system controller power cables being disconnected from power. The system controller backup battery supported the system during the loss of external power without any issues. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20jul2020. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrested and was pronounced deceased on the scene. Log files were submitted for review and captured several low flow events starting on (B)(6) 2025 from 1618 through 1901, with flow noted as low as 1.5 liters per minute (lpm). More low flow events were noted later on from 1938 through 2309 then the driveline was disconnected at 2309.